Event description:
It was reported that a flo-gard infusion pump was found to have a damaged door. It was not specified when in the process this occurred. There was no report of patient involvement. No additional information is available.

Manufacturer narrative:
Complaint no: cmplnt-(B)(4). The device was serviced on-site by a field service technician. This is an ancillary service event. A visual inspection was performed and identified a damaged to the door, latch roller and door shim. The cause of the condition was not determined. To correct the condition, the door assembly, latch roller and door shim were replaced. The device was serviced to meet functional specification. Should additional relevant information become available, a supplemental report will be submitted.